Event description:
Bd syringe used for oral liquid in nicu. The bd amber oral syringe 1ml is in increments of 0.02mg. There was confusion because the bd IV - clear- luer lock syringe 1ml is in increments of 0.01mg. Therefore, the nurse misread the oral syringe because she was used to reading in 0.01mg increments on the IV syringe. Would suggest increments being the same -0.01mg- on both oral and IV 1 ml syringes.